Event description:
It was reported that during an internal carotid artery stenting treatment procedure, stent deployment difficulties were encountered. The customer stated that, the "wallstent was not fully deployed, the proximal end." The procedure was successfully completed with another device. No patient injuries or complications occurred. Patient status is reported as "in good condition." Additional information has been requested regarding this event.